Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
The patient underwent bipolar hip arthroplasty in 1996. The bipolar cup was broken, and dislocation occurred. Therefore, the bipolar cup and the inner head were removed and tha was performed on (B)(6) 2020.

Event description:
The patient underwent bipolar hip arthroplasty in 1996. The bipolar cup was broken, and dislocation occurred. Therefore, the bipolar cup and the inner head were removed and tha was performed on (B)(6) 2020.

Manufacturer narrative:
Reported event: an event regarding disassociation and dislocation involving a system one bipolar head was reported. The event of disassociation of the bipolar shell was confirmed by inspection of the returned device but not confirmed for dislocation. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 24-apr-2020 which indicated the returned devices were examined with the aid of a stereomicroscope at magnifications up to 50x. Yellow discoloration consistent with absorption of synovial fluid was observed. Damage was observed on the articulating surface of the insert which is consistent with the articulation against the femoral head. Damage was observed on the distal rim of the liner consistent with articulation against the femoral stem. The damage present on the articulating surface is consistent with burnishing and delamination; these are common damage modes of uhmwpe. Nothing noteworthy was observed on the bipolar and femoral heads. A material analysis was conducted which concluded that the damage on the articulating surface of the insert was consistent with burnishing and delamination; which are common damage modes of uhmwpe. Yellow discoloration consistent with synovial fluid absorption was observed as well. Xrf showed that the femoral and bipolar head base alloys were consistent with their drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional and functional analysis was not performed as the device was returned in damaged condition. - clinician review: not performed as no medical records were made available. -device history review: not performed as the provided lot code was not valid. -complaint history review: not performed as the provided lot code was not valid. Conclusions: it was reported that the was revised as the biploar cup was broken and dislocation occurred. The bipolar shell was received in two parts, the outer metallic part and inner poly part separate. A material analysis was conducted which concluded that the damage on the articulating surface of the insert was consistent with burnishing and delamination; which are common damage modes of uhmwpe. Yellow discoloration consistent with synovial fluid absorption was observed as well. Xrf showed that the femoral and bipolar head base alloys were consistent with their drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The event of disassociation of the bipolar shell can be confirmed but the root cause can not be determined as insufficient information was provided. The event of dislocation can not be confirmed nor the exact cause of the event be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.